Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing of noise with ventricular tachycardia non-sustained (vt-ns) and sensing integrity counter (sic) episodes. The rv lead had high increasing impedance. The patient states there has ¿been an issue with lead¿. The lead was removed and a new lead was implanted. It was further reported that there was a lead impedance warning on the right atrial (ra) lead. The ra lead was found to have high impedance and far field r-wave (ffrw) oversensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.